Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the right eye, the patient jerked her head unexpectedly, which caused bleeding and loss of visualization of the angle and no stent was implanted. Additional information was provided by the surgeon who reported that there was some trauma to the iris due to the patient movement. The patient moved her eye into the stent to incarcerate the iris and then moved away and the inserter and stent came out of the eye with the entire iris (360 degrees total traumatic aniridia). Postoperatively, the patient presented with persistent hyphema that decreased to less than 1mm by the 2 week postoperative visit. The reported impact to the patient was cosmetic iris damage that is bothersome to the patient. The surgeon is considering iris prosthesis or cosmetic contact lens. The patient had pre-existing copd (chronic obstructive pulmonary disease) and had difficulty laying on the operating table and was sent to the emergency department in respiratory distress. The patient's current status is stable with a guarded prognosis. The following information was provided on (B)(6) 2014 by the surgeon: the patient went into respiratory distress and flung her head back and forth while the stent was being placed. After the iris came out, the surgeon was able to implant an intraocular lens and stop intraocular bleeding using light cauterization. The patient has improved vision from 20/200 preoperatively to 20/60 postoperatively. The patient's current iop is in the mid teens. The surgeon is looking into a tinted contact lens as well as an artificial iris.

Manufacturer narrative:
The device is in the process of being returned for evaluation and the findings will be provided in a supplemental report. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. The surgeon conferred with the glaukos medical monitor and it was determined that the iris injury was caused by the sudden and unexpected head movements caused by the patient's respiratory distress during surgery. (B)(4).